Event description:
It was reported that during oral surgery the bur broke. There was no report of adverse consequences or surgical delay as a result of this event. It was further reported that the procedure was completed successfully using another bur.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during oral surgery the bur broke. There was no report of adverse consequences or surgical delay as a result of this event. It was further reported that the procedure was completed successfully using another bur.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.